Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an issue with their sensor including blood at the site. Blood glucose value was 400 mg/dl at the time of the incident. Troubleshooting for the high blood glucose value was declined. Troubleshooting for the sensor was performed but did not resolve the issue. The insulin pump will not be returned.